Event description:
Catheter did not work, or calibrate. When plugged into the system it would not calibrate.it seemed to be a bad catherter; used another catheter from the same lot number and it worked fine.